Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the pneumatic interface module (pim) (0997-00-1178) and the drive manifold assembly (0104-00-0031). These parts were contaminated with blood. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood was drawn into the unit through a balloon leakage. The iabp was stopped and the balloon catheter was pulled and reported to the customer¿s cardio technology and medical devices. There was no report of any patient injury/harm or any adverse event.